Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: we have had three incidents of IV extension sets being occluded during priming. No patients have been harmed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 28-feb-2022. H.6. Investigation: three used samples (model #20127e) were returned by the customer. It was reported that the tubing occluded during priming. Prior to functional testing the sets were visually examined for defects and abnormalities. The received sets contained lipid solution. No other defects or abnormalities were observed. Each sample was connected to a bd primary set that was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 20127e lot number 21119818 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119818 regarding item #20127e.

Event description:
It was reported that 2 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: we have had three incidents of IV extension sets being occluded during priming. No patients have been harmed.